Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was abnormal impedance on right lead contact 8. Monopolar c/8 and bipolar 8/10, 8/11 were measured between 27,600 and 39,600 ohms. Bipolar 8/9 measured at over 40,000 ohms. The patient had a replacement ins procedure in 2017, at which time impedances were normal. No troubleshooting or actions were reported and the event was not resolved. There was no clinical impact to the patient, so the plan was to wait to see if the situation improved after a few months. The cause of the issue was not determined.